Event description:
The customer reported being hospitalized due to high blood glucose of 340mg/dl. It was stated that the events leading to his admission was frequent urination and excessive thirst. The customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. The last infusion set change was three days prior to his hospitalization. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that there is one site infected that he previously used last. Advised the customer that an infection can cause to increase his glucose level. The customer requested a replacement of the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.